Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dizziness, chest pain, blurred/double vision, and decreased activity tolerance/fatigue. The patient had frequent pulsatility index (pi) events. They had 122 pi events within the 24 hours before 11mar2024. The patient reported a strange sensation in their chest. No arrhythmias were noted when their pacemaker was interrogated. The patient's pump speed was decreased to 5300 rpm. Log files were sent for review to evaluate for suction events. A review of the log file confirmed numerous pi events. As of 13mar2024, the patient was inpatient in the adult congenital heart disease (achd) unit. The cause of the patient's symptoms was hypovolemia, and it was believed the patient may have had suction events. No significant drop in pump flow were noticed, although increased pi well above normal and frequent pi events were noted. Labs showed dehydration. Chest x-rays were negative for pleural effusion. Electrocardiogram and an echocardiogram were unchanged from the patient's previous read during right heart catheterization. Neurological event and cardiac event were ruled out. The patient received volume, diuretics were held, and left ventricular assist device (lvad) speed was decreased to 5300 rpm. As of 13mar2024, the patient was still being evaluated, and diuretics were planned to restart that day.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypovolemia could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 10mar2024 ¿ 11mar2024. There were 122 pi events that filled the majority of the log file. No notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists hypovolemia as a potential late postimplant complication. Section 1, ¿introduction¿, explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to pulsatility index, the IFU states that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.